Event description:
On (B)(6) 2013, it was reported that the patient did not trust the bolus advice given by the blood glucose monitor. The patient also stated that the buttons on the device were slow to react. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
The customer's allegation of questionable bolus advice and the buttons are slow to react were not observed during the investigation of the returned product. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. (B)(4).